Event description:
Infection (endophthalmitis) following surgery using this device. Cultures taken indicated staph epi. It is unknown whether this event is related to this product. No product will be returned for evaluation. The pt was treated with injections of intraocular antibiotics.